Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use and attempted implantation (nicked/gouged/impact marks). The locking/dovetail feature was found to be flared out. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that total knee arthroplasty was performed with persona. During the procedure the surgeon was unable to insert the articular surface into stem tibia. Subsequently, another articular surface was used to complete the procedure. Rep who was at the operation saw some cement on the stem tibia upon the surface insertion. And also backside of the articular surface had damage.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has not been returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.